Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received two percutaneous leads from the same lot as part of her scs system. It was reported, the pt lost stimulation. Diagnostic testing revealed denied any falls or traumatic events. She was provided with some temporary programs using available lead contracts. It was reported the pt planned to consult with her physician regarding a lead revision. No further information is available at this time.